Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not inflate the balloon, but it does pass autofill. When starting up the iabp with a trainer and balloon, it will pump 3 times with balloon and then stops inflating the balloon, the iabp sounds like it is still pumping but no waveforms or error messages come up. It is unknown when the event occurred. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and reported finding autofill errors 7 0 & 16 in the fault logs. The stm also reported that autofill was out of calibration. He calibrated autofill within the required range and performed functional and calibration checks. No other errors occurred and the iabp was cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not inflate the balloon, but it does pass autofill. When starting up the iabp with a trainer and balloon, it will pump 3 times with balloon and then stops inflating the balloon, the iabp sounds like it is still pumping but no waveforms or error messages come up. It is unknown when the event occurred. However, there was no patient involvement and no adverse event was reported.